Event description:
It was reported that during a da vinci si prostatectomy procedure a jaw from the monopolar curved scissors instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left grip blade is fractured and the broken piece was not returned with the instrument. The broken blade had fractured at the cross section of the cable crimp resulting in the cable crimp being exposed and the fracture plane is nearly straight. No other damage was found.